Event description:
Customer reported that an 840 ventilator graphical user interface (gui) central processing unit (cpu) had lost communication with the ventilator. The device was not being used on a pt when event occurred.

Manufacturer narrative:
(B)(4). The customer reported to have replaced the gui cpu printed circuit board (pcb). Covidien customer support engineer (se) was only authorized to upload the software. The ventilator passed all testing.